Event description:
It was reported that the stylet could not be withdrawn from the catheter. During the withdrawal procedure, there was damage to the catheter. The catheter was changed out immediately and there was no pt injury.

Manufacturer narrative:
The device has been returned to MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is completed.